Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were not returned for evaluation. The customer was contacted for return of the electrodes; however, the electrodes were not returned for evaluation. A retained sample investigation was conducted; the customer's report was not confirmed or replicated during initial testing. The electrodes were put through extensive testing without duplicating the report. Analysis of reports of this type has not identified an increase in trend.